Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen was partially unresponsive, with the left side not accepting input and preventing access to the menu, and a replacement device and hard case were arranged while the user transitioned to backup therapy; the device problem involved a fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.